Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the compliant history identified no indication of a lot-specific product issue. Based on information reviewed and without the device to analyze, a definitive cause for the reported clip opening during establishing final arm angle/efaa could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed the final arm angle test. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The first clip was implanted medial in a2/p2 without issues. To further reduce mr, a second clip was also placed in a2/p2. However, the final arm angle test failed, the clip slightly opened. Mr increased to 3, the clip was reclosed, but mr did not reduce. The clip was reopened, and the leaflets were re-grasped, this time mr was reduced. The clip was stable on the leaflets. A third clip was implanted, further reducing mr to 1. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.